Manufacturer narrative:
Result: missing footboard module.

Event description:
It was reported by service report that the footboard was missing a blank module. It is unknown if there was patient involvement or if there are adverse consequences to report.